Event description:
Nurse observed leaking from patient's foley catheter bag after diuretics were administered. Discovered dime-sized hole in drainage bag, where plastic hub of urine meter meets plastic of collection bag. Previous nurse had placed chux pad on floor under catheter, and gave report to nurse that catheter had leaked yesterday, so this was not a new tear.